Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h3, h6. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image blackout, component failure of the universal cord, the light guide bundle in the insertion section is slight worn, interrupted and weakened, a component failure of the lg (light guide) bundle. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: abnormal image (blackout) is caused by a component failure of the universal cord. The light guide bundle in the insertion section is slight worn, interrupted and weakened is caused by a component failure of the lg bundle. The most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the subject device experienced abnormal image. This issue occurred during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.